Manufacturer narrative:
It was reported that on (B)(6) 2020, patient had prostatectomy procedure, discharged home with a jp drain and urinary catheter. Patient experienced large urine leak from the catheter at home. Followed-up with md (date unknown), catheter changed and CT scan completed to confirm placement. Patient again discharged home from clinic to be admitted to unity point-rock island hospital (date unknown). It was reported cultures were positive for blood in both the urine and jp drain. The sample was not returned for evaluation therefore a root cause could not be determined. There is no further information at this time. Due to the nature of the incident, medical intervention, and in abundance of caution, this medwatch is being filed. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2020, patient had prostatectomy procedure, discharged home with a jp drain and urinary catheter. Patient experienced large urine leak from the catheter at home. Followed-up with md (date unknown), catheter changed and CT scan completed to confirm placement. Patient again discharged home from clinic to be admitted to unity point-rock island hospital (date unknown). It was reported cultures were (B)(6) for blood in both the urine and jp drain.